Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The customer reported during 12l on a patient the device presented the red x and chirp while in monitoring mode. The customer ran the ops check after the issue appeared and got a therapy knob and pacer failure message. There was no adverse patient impact.